Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the act button and up arrow button on the insulin pump were not fully responsive and that sometimes none of the buttons were responsive. The customer did not recall the blood glucose reading at the time of the incident. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. The pump was received with minor scratched on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.